Event description:
A malfunction was reported by the customer, specifically malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty. The customer agreed to use multiple daily injections as a backup to ensure continuous insulin delivery. Tandem instructed the customer to put the pump into storage mode before returning it and to send the faulty pump back using a pre-paid label within ten days.